Event description:
The customer reported the system gave a precharge voltage errors. No pt involvement or injury.

Manufacturer narrative:
The ge service rep ordered and replaced battery pack. Voltage under load before replacement 17vdc after 175vdc. System operating as designed.